Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ruptured ectopic pregnancy with essure, pregnancy (ectopic)"), ruptured ectopic pregnancy ("ruptured ectopic pregnancy with essure, pregnancy (ectopic)"), embedded device ("a piece of an essure micro-insert embedded in uterus"), device dislocation ("migrated essure device") and device breakage ("a piece of an essure micro-insert embedded in uterus") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy with contraceptive device from january 2012 to (B)(6) 2012, c-section on (B)(6) 2012, high risk pregnancy on (B)(6) 2012, salpingostomy on (B)(6) 2012, tubal ligation on (B)(6) 2012, anxiety and depression. -reported (in linked past pregnancy episode 2017-023301): in feb-2012 or mar-2012, plaintiff made an appointment to see doctor as result of late menses. During the visit doctor ordered lab and urine tests, both of which confirmed that plaintiff was almost 3 months pregnant. Due to the presence of the micro-inserts pregnancy was deemed to be high risk, and she and the baby were closely monitored during the pregnancy, that resulted in birth of son via c-section on (B)(6) 2012 at 39 weeks gestation. Immediately afterwards bilateral salpingostomy and bilateral tubal ligation were performed in the light of the migrated essure micro-inserts and unintended pregnancy. Concurrent conditions included rubber sensitivity, knee operation since (B)(6) 2016, irregular menstruation, frequency of micturition and uterine leiomyoma. Concomitant products included anovlar (loestrin) for birth control as well as alprazolam (xanax) from 2009 to 2014, antidepressants, doxepin hydrochloride (doxepin hcl) since september 2016, fluconazole, morphine sulfate (morphine sulphate) since september 2016, topiramate since september 2016 and zolpidem tartrate (ambien) from 2009 to 2014. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"), fatigue ("fatigue") and sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In 2015, the patient experienced ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abnormal, heavy bleeding during menstruation, abnormal bleeding (menorrhagia)"), weight fluctuation ("weight fluctuation /weight gain/weight loss"), anxiety ("worsening of anxiety"), depression ("worsening of depression"), insomnia ("insomnia, sleeplessness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fungal infection ("infection ( bladder/ urinary tract/ vaginal) type: yeast infection"), arthritis ("arthritis"), mental disorder ("psychological and psychiatric problem"), tooth disorder ("dental problem") and infection ("infection (bladder/urinary tract/vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with ibuprofen, surgery (left ovary and left fallopian tube removed in mar-2015 or apr-2015), surgery (total hysterectomy (cervix, uterus) and right salpingectomy in oct-2016, tubal ligation), surgery (bilateral salpingostomy and bilateral tubal ligation on (B)(6) 2012) and surgery (total hysterectomy (cervix, uterus) and right salpingectomy in oct-2016). Essure was removed on (B)(6) 2012. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, embedded device, device breakage, abdominal pain, menorrhagia, alopecia, fatigue, weight fluctuation, anxiety, depression, insomnia, vaginal haemorrhage, fungal infection, migraine, headache, dyspareunia, sexual dysfunction, arthritis, mental disorder, tooth disorder and infection outcome was unknown and the device dislocation and dysmenorrhoea had resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, alopecia, anxiety, arthritis, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, fatigue, fungal infection, headache, infection, insomnia, menorrhagia, mental disorder, migraine, ruptured ectopic pregnancy, sexual dysfunction, tooth disorder, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: approximately two to three years after having the essure implanted, plaintiff began experiencing symptoms. Additionally in september 2012 she gave birth after an unwanted first pregnancy on essure (see linked record# 2017-023301) and had a bilateral salpingostomy and bilateral tubal ligation on (B)(6) 2012, then a left-salpingo-oophorectomy but abdominal pain continued, then had a total hysterectomy and right salpingectomy (oct-2016). Since her last removal surgery (oct-2016), symptoms have mostly resolved, though some remain (unspecified). Diagnostic results: in 2010: hysterosalpingogram 6 months after implantation (in winter 2009): full occlusion of fallopian tubes. In mar-2015 or apr-2015: x-ray and physicial examination: benign. Urinalysis: pregnancy confirmed. Internal sonogram at emergency room: ruptured ectopic pregnancy. On (B)(6) 2010, by hysterosalpingogram (hsg) performed. On (B)(6) 2016, surgical pathological report showed the serosal surface is tan pink, smooth and dull with no lesions noted. Silver colored metal coils are extending out of the cornua bilaterally. The cervix measures 2.5 cm in greatest diameter. The ectocervix is tan-pink, smooth and dull with a slit like external os measuring 0.6 cm. The endocervix is tan, trabecular with a thin mucoid layer. The endometrium is tan smooth an(glistening with a small amount of hemorrhage. The myometrium is tan-pink, rubbery with no well defined lesions or nodules noted. Also present in the specimen container is an irregular portion of tan fibrous tissue possibly representing a portion of fallopian tube measuring 1 cm in greatest dimension. Sectioning reveals a possible fallopian tube lumen. Concerning the injuries in the case, the following ones were described in patient's medical records: ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain, dyspareunia, anxiety quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporters, patient demographic information, product indication, lot no, treatment medications, concomitant drugs and condition, new events vaginal haemorrhage, fungal infection, migraine, headache, tooth fracture, dental caries, dysmenorrhea, dyspareunia, weight increased, weight decreased, mental disorder, sexual dysfunction and arthritis added and pelvic pain added as symptom of device dislocation. Outcome for the event dysmenorrhoea added as recovered / resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ruptured ectopic pregnancy with essure, pregnancy (ectopic)'), ruptured ectopic pregnancy ('ruptured ectopic pregnancy with essure, pregnancy (ectopic)'), embedded device ('a piece of an essure micro-insert embedded in uterus'), device dislocation ('migrated essure device') and device breakage ('a piece of an essure micro-insert embedded in uterus') in a 28-year-old female patient who had essure (batch no. 700548) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included c-section on (B)(6) 2012, salpingostomy on (B)(6) 2012, tubal ligation on (B)(6) 2012, pregnancy with contraceptive device from (B)(6) 2012 to (B)(6) 2012, high risk pregnancy on (B)(6) 2012, anxiety and depression. -reported (in linked past pregnancy episode (B)(6) 2017): in (B)(6) 2012 or (B)(6) 2012, plaintiff made an appointment to see doctor as result of late menses. During the visit doctor ordered lab and urine tests, both of which confirmed that plaintiff was almost 3 months pregnant. Due to the presence of the micro-inserts pregnancy was deemed to be high risk, and she and the baby were closely monitored during the pregnancy, that resulted in birth of son via c-section on (B)(6) 2012 at 39 weeks gestation. Immediately afterwards bilateral salpingostomy and bilateral tubal ligation were performed in the light of the migrated essure micro-inserts and unintended pregnancy. In 2010: hysterosalpingogram 6 months after implantation (in winter 2009): full occlusion of fallopian tubes. In (B)(6) 2015 or (B)(6) 2015: x-ray and physicial examination: benign. Urinalysis: pregnancy confirmed. Internal sonogram at emergency room: ruptured ectopic pregnancy. On (B)(6) 2016, surgical pathological report showed the serosal surface is tan pink, smooth and dull with no lesions noted. Silver colored metal coils are extending out of the cornua bilaterally. The cervix measures 2.5 cm in greatest diameter. The ectocervix is tan-pink, smooth and dull with a slit like external os measuring 0.6 cm. The endocervix is tan, trabecular with a thin mucoid layer. The endometrium is tan smooth an(glistening with a small amount of hemorrhage. The myometrium is tan-pink, rubbery with no well defined lesions or nodules noted. Also present in the specimen container is an irregular portion of tan fibrous tissue possibly representing a portion of fallopian tube measuring 1 cm in greatest dimension. Sectioning reveals a possible fallopian tube lumen. Concurrent conditions included knee operation since (B)(6) 2016, rubber sensitivity, irregular menstruation, frequency of micturition, uterine leiomyoma, overweight and tubal ligation. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) for birth control as well as alprazolam (xanax) from 2009 to 2014, antidepressants, doxepin hydrochloride (doxepin hcl) since (B)(6) 2016, fluconazole, morphine sulfate (morphine sulphate) since (B)(6) 2016, topiramate since (B)(6) 2016 and zolpidem tartrate (ambien) from 2009 to 2014. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and genitourinary tract infection ("infection (bladder/urinary tract/vaginal)"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"), fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In 2015, the patient was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abnormal, heavy bleeding during menstruation, abnormal bleeding (menorrhagia)"), weight fluctuation ("weight fluctuation /weight gain/weight loss"), anxiety ("worsening of anxiety"), depression ("worsening of depression"), insomnia ("insomnia, sleeplessness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("infection ( bladder/ urinary tract/ vaginal) type: yeast infection"), arthritis ("arthritis"), mental disorder ("psychological and psychiatric problem") and tooth disorder ("dental problem") and was found to have weight increased ("weight gain/loss (specify which one)- gain"). The patient was treated with ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen and surgery (unilateral salpingooopherectomy, bilateral salpingostomy and bilateral tubal ligation on (B)(6) 2012, total hysterectomy (cervix, uterus) and right salpingectomy in (B)(6) 2016 and total hysterectomy (cervix, uterus) and right salpingectomy in (B)(6) 2016, tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, embedded device, device breakage, abdominal pain, weight fluctuation, depression, insomnia, vulvovaginal mycotic infection, migraine, dyspareunia, female sexual dysfunction, arthritis, mental disorder, tooth disorder, genitourinary tract infection and weight increased outcome was unknown, the device dislocation, menorrhagia, vaginal haemorrhage, headache and dysmenorrhoea had resolved and the alopecia, fatigue and anxiety was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, anxiety, arthritis, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, fatigue, female sexual dysfunction, genitourinary tract infection, headache, insomnia, menorrhagia, mental disorder, migraine, ruptured ectopic pregnancy, tooth disorder, vaginal haemorrhage, vulvovaginal mycotic infection, weight fluctuation and weight increased to be related to essure. The reporter commented: approximately two to three years after having the essure implanted, plaintiff began experiencing symptoms. Additionally in (B)(6) 2012 she gave birth after an unwanted first pregnancy on essure (see linked record# (B)(4)) and had a bilateral salpingostomy and bilateral tubal ligation on (B)(6) 2012, then a left-salpingo-oophorectomy but abdominal pain continued, then had a total hysterectomy and right salpingectomy ((B)(6) 2016). Since her last removal surgery ((B)(6) 2016), symptoms have mostly resolved, though some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Gynaecological examination - in (B)(6) 2016: assessment: normal results: benign. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Ultrasound scan - in (B)(6) 2016: assessment: abnormal nos. Results: ruptured ectopic pregnancy. Urine analysis - in (B)(6) 2016: results: pregnancy found. X-ray - in (B)(6) 2016: assessment: normal. Results: benign. Concerning the injuries in the case, the following ones were described in patient's medical records: ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain, dyspareunia, anxiety quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ruptured ectopic pregnancy with essure, pregnancy (ectopic)"), ruptured ectopic pregnancy ("ruptured ectopic pregnancy with essure, pregnancy (ectopic)"), embedded device ("a piece of an essure micro-insert embedded in uterus"), device dislocation ("migrated essure device") and device breakage ("a piece of an essure micro-insert embedded in uterus") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy with contraceptive device from january 2012 to 6-sep-2012, c-section on (B)(6) 2012, high risk pregnancy on (B)(6) 2012, salpingostomy on (B)(6) 2012, tubal ligation on (B)(6) 2012, anxiety and depression. -reported (in linked past pregnancy episode (B)(4)): in (B)(6) 2012, plaintiff made an appointment to see doctor as result of late menses. During the visit doctor ordered lab and urine tests, both of which confirmed that plaintiff was almost 3 months pregnant. Due to the presence of the micro-inserts pregnancy was deemed to be high risk, and she and the baby were closely monitored during the pregnancy, that resulted in birth of son via c-section on (B)(6) 2012 at 39 weeks gestation. Immediately afterwards bilateral salpingostomy and bilateral tubal ligation were performed in the light of the migrated essure micro-inserts and unintended pregnancy. Concurrent conditions included rubber sensitivity, knee operation since (B)(6) 2016, irregular menstruation, frequency of micturition and uterine leiomyoma. Concomitant products included anovlar (loestrin) for birth control as well as alprazolam (xanax) from 2009 to 2014, antidepressants, doxepin hydrochloride (doxepin hcl) since (B)(6) 2016, fluconazole, morphine sulfate (morphine sulphate) since (B)(6) 2016, topiramate since (B)(6) 2016 and zolpidem tartrate (ambien) from 2009 to 2014. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"), fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) -2012, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In 2015, the patient experienced ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abnormal, heavy bleeding during menstruation, abnormal bleeding (menorrhagia)"), weight fluctuation ("weight fluctuation /weight gain/weight loss"), anxiety ("worsening of anxiety"), depression ("worsening of depression"), insomnia ("insomnia, sleeplessness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fungal infection ("infection ( bladder/ urinary tract/ vaginal) type: yeast infection"), arthritis ("arthritis"), mental disorder ("psychological and psychiatric problem"), tooth disorder ("dental problem") and genitourinary tract infection ("infection (bladder/urinary tract/vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with ibuprofen, surgery (left ovary and left fallopian tube removed in (B)(6) 2015), surgery (total hysterectomy (cervix, uterus) and right salpingectomy in (B)(6) 2016, tubal ligation), surgery (bilateral salpingostomy and bilateral tubal ligation on (B)(6) 2012) and surgery (total hysterectomy (cervix, uterus) and right salpingectomy in (B)(6) 2016). Essure was removed on (B)(6) 2012. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, embedded device, device breakage, abdominal pain, menorrhagia, alopecia, fatigue, weight fluctuation, anxiety, depression, insomnia, vaginal haemorrhage, fungal infection, migraine, headache, dyspareunia, female sexual dysfunction, arthritis, mental disorder, tooth disorder and genitourinary tract infection outcome was unknown and the device dislocation and dysmenorrhoea had resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, alopecia, anxiety, arthritis, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, fatigue, female sexual dysfunction, fungal infection, genitourinary tract infection, headache, insomnia, menorrhagia, mental disorder, migraine, ruptured ectopic pregnancy, tooth disorder, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: approximately two to three years after having the essure implanted, plaintiff began experiencing symptoms. Additionally in (B)(6) 2012 she gave birth after an unwanted first pregnancy on essure (see linked record# (B)(4)) and had a bilateral salpingostomy and bilateral tubal ligation on (B)(6) 2012, then a left-salpingo-oophorectomy but abdominal pain continued, then had a total hysterectomy and right salpingectomy ((B)(6) 2016). Since her last removal surgery ((B)(6) 2016), symptoms have mostly resolved, though some remain (unspecified). Diagnostic results: in 2010: hysterosalpingogram 6 months after implantation (in winter 2009): full occlusion of fallopian tubes. In (B)(6) 2015: x-ray and physical examination: benign. Urinalysis: pregnancy confirmed. Internal sonogram at emergency room: ruptured ectopic pregnancy. On (B)(6) 2010, by hysterosalpingogram (hsg) performed. On (B)(6) 2016, surgical pathological report showed the serosal surface is tan pink, smooth and dull with no lesions noted. Silver colored metal coils are extending out of the cornua bilaterally. The cervix measures 2.5 cm in greatest diameter. The ectocervix is tan-pink, smooth and dull with a slit like external os measuring 0.6 cm. The endocervix is tan, trabecular with a thin mucoid layer. The endometrium is tan smooth an(glistening with a small amount of hemorrhage. The myometrium is tan-pink, rubbery with no well defined lesions or nodules noted. Also present in the specimen container is an irregular portion of tan fibrous tissue possibly representing a portion of fallopian tube measuring 1 cm in greatest dimension. Sectioning reveals a possible fallopian tube lumen. Concerning the injuries in the case, the following ones were described in patient's medical records: ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain, dyspareunia, anxiety . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ruptured ectopic pregnancy with essure"), ruptured ectopic pregnancy ("ruptured ectopic pregnancy with essure"), embedded device ("a piece of an essure micro-insert embedded in uterus"), device dislocation ("migrated essure device") and device breakage ("a piece of an essure micro-insert embedded in uterus") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy with contraceptive device, c-section, high risk pregnancy, salpingostomy, tubal ligation, anxiety and depression. -reported (in linked past pregnancy episode (B)(4)): in (B)(6) 2012, plaintiff made an appointment to see doctor as result of late menses. During the visit doctor ordered lab and urine tests, both of which confirmed that plaintiff was almost 3 months pregnant. Due to the presence of the micro-inserts pregnancy was deemed to be high risk, and she and the baby were closely monitored during the pregnancy, that resulted in birth of son via c-section on (B)(6) 2012 at (B)(6). Immediately afterwards bilateral salpingostomy and bilateral tubal ligation were performed in the light of the migrated essure micro-inserts and unintended pregnancy. In 2009, the patient started essure. In 2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and clinically significant/intervention required) and ruptured ectopic pregnancy (seriousness criteria medically significant and clinically significant/intervention required. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and clinically significant/intervention required), device dislocation (seriousness criteria medically significant and clinically significant/intervention required), device breakage (seriousness criterion medically significant), the first episode of abdominal pain ("abdominal pain "), menorrhagia ("abnormal, heavy bleeding during menstruation"), alopecia ("hair loss"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), depression ("worsening of depression") with anxiety and insomnia ("insomnia"). The patient was treated with left ovary and left fallopian tube removed in (B)(6) 2015, total hysterectomy (cervix, uterus) and right salpingectomy in (B)(6) 2016, and bilateral salpingostomy and bilateral tubal ligation on (B)(6) 2012). At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, embedded device, device dislocation, device breakage, first episode of abdominal pain, menorrhagia, alopecia, fatigue, weight fluctuation, depression and insomnia outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, embedded device, device dislocation, device breakage, the first episode of abdominal pain, menorrhagia, alopecia, fatigue, weight fluctuation, depression and insomnia to be related to essure. The reporter commented: approximately two to three years after having the essure implanted, plaintiff began experiencing symptoms. Additionally in september 2012 she gave birth after an unwanted first pregnancy on essure and had a bilateral salpingostomy and bilateral tubal ligation on (B)(6) 2012, then a left-salpingo-oophorectomy but abdominal pain continued, then had a total hysterectomy and right salpingectomy ((B)(6) 2016). Since her last removal surgery ((B)(6) 2016), symptoms have mostly resolved, though some remain (unspecified). Diagnostic results: in 2010: hysterosalpingogram 6 months after implantation (in winter 2009): full occlusion of fallopian tubes. In (B)(6) 2015: x-ray and physical examination: benign. Urinalysis: pregnancy confirmed. Internal sonogram at emergency room: ruptured ectopic pregnancy. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced a ruptured ectopic pregnancy with essure. Besides this event, she also stated that a piece of an essure micro-insert embedded in uterus (seen as device embedment and also a device breakage) and a migrated essure device. All these reported events are anticipated in the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Thus, the event ectopic pregnancy, as well as its complication (rupture), was assessed as related to essure use. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus, out of the body; a device dislocation within the fallopian tube, or a migration into abdominal cavity. In this present case, the exact time point of dislocation is unknown. Thus, given its nature, the event migrated essure device was considered related to essure. In this particular case, the exact date and mechanism of the device breakage are unknown as it was diagnosed later. However, based on the nature of this event, it was also assessed as related to essure use. This case was regarded as incident since intervention was required. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ruptured ectopic pregnancy with essure, pregnancy (ectopic)"), ruptured ectopic pregnancy ("ruptured ectopic pregnancy with essure, pregnancy (ectopic)"), embedded device ("a piece of an essure micro-insert embedded in uterus"), device dislocation ("migrated essure device") and device breakage ("a piece of an essure micro-insert embedded in uterus") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy with contraceptive device from (B)(6)2012 to (B)(6)2012, c-section on (B)(6)2012, high risk pregnancy on (B)(6)2012, salpingostomy on (B)(6)2012, tubal ligation on 6-sep-2012, anxiety and depression. -reported (in linked past pregnancy episode 2017-023301): in (B)(6)2012 or (B)(6)2012, plaintiff made an appointment to see doctor as result of late menses. During the visit doctor ordered lab and urine tests, both of which confirmed that plaintiff was almost 3 months pregnant. Due to the presence of the micro-inserts pregnancy was deemed to be high risk, and she and the baby were closely monitored during the pregnancy, that resulted in birth of son via c-section on (B)(6)2012 at 39 weeks gestation. Immediately afterwards bilateral salpingostomy and bilateral tubal ligation were performed in the light of the migrated essure micro-inserts and unintended pregnancy. Concurrent conditions included rubber sensitivity, knee operation since (B)(6)2016, irregular menstruation, frequency of micturition, uterine leiomyoma, overweight and tubal ligation. Concomitant products included anovlar (loestrin) for birth control as well as alprazolam (xanax) from 2009 to 2014, antidepressants, doxepin hydrochloride (doxepin hcl) since (B)(6)2016, fluconazole, morphine sulfate (morphine sulphate) since (B)(6)2016, topiramate since september 2016 and zolpidem tartrate (ambien) from 2009 to 2014. On 21-dec-2009, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and genitourinary tract infection ("infection (bladder/urinary tract/vaginal)"). On (B)(6)2011, the patient experienced alopecia ("hair loss"), fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6)-2012, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In 2015, the patient experienced ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abnormal, heavy bleeding during menstruation, abnormal bleeding (menorrhagia)"), weight fluctuation ("weight fluctuation /weight gain/weight loss"), anxiety ("worsening of anxiety"), depression ("worsening of depression"), insomnia ("insomnia, sleeplessness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("infection ( bladder/ urinary tract/ vaginal) type: yeast infection"), arthritis ("arthritis"), mental disorder ("psychological and psychiatric problem"), tooth disorder ("dental problem") and weight increased ("weight gain/loss (specify which one)- gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with ibuprofen, cilest (ortho tri-cyclen), surgery (unilateral salpingooopherectomy), surgery (unilateral salpingooopherectomy), surgery (total hysterectomy (cervix, uterus) and right salpingectomy in (B)(6)2016, tubal ligation), surgery (bilateral salpingostomy and bilateral tubal ligation on (B)(6)2012) and surgery (total hysterectomy (cervix, uterus) and right salpingectomy in oct-2016). Essure was removed on (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, embedded device, device breakage, abdominal pain, weight fluctuation, depression, insomnia, vulvovaginal mycotic infection, migraine, dyspareunia, female sexual dysfunction, arthritis, mental disorder, tooth disorder, genitourinary tract infection and weight increased outcome was unknown, the device dislocation, menorrhagia, vaginal haemorrhage, headache and dysmenorrhoea had resolved and the alopecia, fatigue and anxiety was resolving. The reporter considered abdominal pain, alopecia, anxiety, arthritis, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, fatigue, female sexual dysfunction, genitourinary tract infection, headache, insomnia, menorrhagia, mental disorder, migraine, ruptured ectopic pregnancy, tooth disorder, vaginal haemorrhage, vulvovaginal mycotic infection, weight fluctuation and weight increased to be related to essure. The reporter commented: approximately two to three years after having the essure implanted, plaintiff began experiencing symptoms. Additionally in (B)(6)2012 she gave birth after an unwanted first pregnancy on essure (see linked record# 2017-023301) and had a bilateral salpingostomy and bilateral tubal ligation on (B)(6)-2012, then a left-salpingo-oophorectomy but abdominal pain continued, then had a total hysterectomy and right salpingectomy (oct-2016). Since her last removal surgery (B)(6)2016, symptoms have mostly resolved, though some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Gynaecological examination - in (B)(6)2016: benign (normal) hysterosalpingogram - on 21-jun-2010: total bilateral occlusion ultrasound scan - in (B)(6)2016: ruptured ectopic pregnancy (abnormal nos) urine analysis - in (B)(6)2016: pregnancy found x-ray - in (B)(6)2016: benign (normal) in 2010: hysterosalpingogram 6 months after implantation (in winter 2009): full occlusion of fallopian tubes. In (B)(6)2015 or(B)(6)2015: x-ray and physicial examination: benign. Urinalysis: pregnancy confirmed. Internal sonogram at emergency room: ruptured ectopic pregnancy. On (B)(6)2016, surgical pathological report showed the serosal surface is tan pink, smooth and dull with no lesions noted. Silver colored metal coils are extending out of the cornua bilaterally. The cervix measures 2.5 cm in greatest diameter. The ectocervix is tan-pink, smooth and dull with a slit like external os measuring 0.6 cm. The endocervix is tan, trabecular with a thin mucoid layer. The endometrium is tan smooth an(glistening with a small amount of hemorrhage. The myometrium is tan-pink, rubbery with no well defined lesions or nodules noted. Also present in the specimen container is an irregular portion of tan fibrous tissue possibly representing a portion of fallopian tube measuring 1 cm in greatest dimension. Sectioning reveals a possible fallopian tube lumen. Concerning the injuries in the case, the following ones were described in patient's medical records: ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain, dyspareunia, anxiety quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff facts sheet received. Patient's demographic information and relevant history added. Indication updated. Event onset dates added. Event weight gain/loss (specify which one)- gain were added.outcome of events abnormal bleeding (vaginal) abnormal, heavy bleeding during menstruation, abnormal bleeding (menorrhagia) and headaches updated to recovered / resolved. Outcome of events hair loss, fatigue and worsening of anxiety updated to recovering / resolving incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective and device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 8-mar-2017: quality safety evaluation of ptc company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced a ruptured ectopic pregnancy with essure. Besides this event, she also stated that a piece of an essure micro-insert embedded in uterus (seen as device embedment and also a device breakage) and a migrated essure device. All these reported events are anticipated in the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Thus, the event ectopic pregnancy, as well as its complication (rupture), was assessed as related to essure use. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus, out of the body; a device dislocation within the fallopian tube, or a migration into abdominal cavity. In this present case, the exact time point of dislocation is unknown. Thus, given its nature, the event migrated essure device was considered related to essure. In this particular case, the exact date and mechanism of the device breakage are unknown as it was diagnosed later. However, based on the nature of this event, it was also assessed as related to essure use. This case was regarded as incident since intervention was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.